Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling, full functional testing without duplicating reported malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. It is important to note that the internal paddles and the multifunction cable used at the time of the reported event were not sent for evaluation.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.